Event description:
Information received on a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 power won't go on neutral as found bad connection in the power cord. No patient adverse events reported.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found the enclosure to be dirty, drain fitting scuffed, front cover is dirty, has labels and label residue, water tank cover is cracked, drain fitting is rusted, and is missing components . A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device underwent functional testing by filling the tank with water and powering it on. The customer complaint was confirmed due to a bad pump assembly. The problem source however has been determined to be unknown. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.